Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging on (B)(6) 2015, an inaccurate delivery issue with the pump. The reporter stated the basal history did not match the active basal program. The patient reportedly experienced a blood glucose (bg) measurement in the range of 17.8mmol/l to 29.9mmol/l with extreme thirst and extreme urination. The patient reportedly discontinued insulin pump therapy. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy due to the alleged malfunction noted above.